Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an initial surgery to treat a left tibia fracture with a nail in (B)(6) 2013. The nail was dynamised at the (B)(6) 2013 due to delayed union. At some point after that second procedure, one of the distal locking screws bent and subsequently broke. At this time, the screw has not been removed. This report is for one (1) unknown distal locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Date of post-operative screw break is unknown. This report is for one (1) unknown distal locking screw. Device was originally implanted on an unknown date in (B)(6) 2013. Device has not been explanted as of yet. A revision surgery is possibly being planned for an unknown future date. Device is not available for return at this time as it remains implanted in the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.